Event description:
It was reported the patient suffered a minor stroke due to stent thrombosis during a procedure to treat a lesion in the carotid supra-ophthalmic artery. The event resolved with residual sequalle two days later, no information was provided as to the nature of the issues. However, the patient was discharged three days after the procedure with medication (160mg of aspirin and 130mg of clopidogrel per day).

Manufacturer narrative:
The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Tia and restenosis are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombosis and stroke are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported the patient suffered a minor stroke due to stent thrombosis during a procedure to treat a lesion in the carotid supra-ophthalmic artery. The event resolved with residual sequalle two days later, no information was provided as to the nature of the issues. However, the patient was discharged three days after the procedure with medication (160mg of aspirin and 130mg of clopidogrel per day). Additional information was received from the user facility reporting that during a routine follow-up visit three months post stenting and angioplasty, the patient was noted to have had a transient ischemic attack (tia) in the territory of the treated vessel that resolved without sequalae. In addition, routine follow-up seven months following the tia the patient required an additional angioplasty. There was no reported impact or consequences to the patient.

Event description:
It was reported the patient suffered a minor stroke due to stent thrombosis during a procedure to treat a lesion in the carotid supra-ophthalmic artery. The event resolved with residual sequelae two days later, no information was provided as to the nature of the issues. However, the patient was discharged three days after the procedure with medication (160mg of aspirin and 130mg of clopidogrel per day).